Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use during dwell 1 of 3. The home patient stated that they had their bag placement mixed up. The hp did not mix the connections up. The hp just had the heater bag (line with the red clamp) on the side of the hc and the supply bag on the heater tray. The baxter technical service representative (tsr) had the hp switch the placement of the bags. The hp moved the bags to their proper place and continued therapy. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The cause of the incident was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.